Manufacturer narrative:
Aro report. A ge rep evaluated the system and adjusted the collimation. System operates as intended. (B) (4).

Event description:
The customer reported the system failed inspection; the beam is too wide. No pt injury was reported.